Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the insulin pump screen displays a missed bolus alarm and that her doctor may have changed some of the settings. The customer's blood glucose was unknown at the time of call. Troubleshooting found that the keypad buttons are hard to press. The customer was advised to monitor the pump and follow up with her doctor if she has any further questions.